Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) was pulled back by the device as it drooped in the pocket. Patient was experienced atrial fibrillation, therefore, physician decided to reprogram vvir and leave as is. Lead remains in service. No adverse patient effects.